Manufacturer narrative:
The stent remains in the pt and is not available for evaluation. The device history records were reviewed and there were no discrepancies or unusual findings. Stent malposition is listed in the device labeling as a known inherent risk of glaucoma stent surgery. (B)(4).

Event description:
The surgeon reported performing cataract surgery with implantation of the istent. During surgery, an attempt was made to place the stent, however, the stent was inadvertently placed in the ciliary body and was not retrievable. The surgeon conferred with the glaukos med monitor and since the stent was not visible on gonioscopy, he plans to perform a ubm analysis and observe the pt for now. Additional info has been requested.